Manufacturer narrative:
Block h6: information received indicated that a replacement quote was provided to the customer but has not been accepted. However, the touchscreen monitor is still operational and the cracks were covered with patient tape. Although, the touchscreen monitor was not returned for evaluation, it was determined that the damage was caused by the impact from a procedure table at the facility. Therefore, the investigation codes for findings and conclusions were updated accordingly. All other codes in the initial MDR remains applicable. Investigation findings code updated to c23 (usage problem identified) from c20 (no findings available) investigation conclusion code updated to d1102 (unintended use error caused or contributed to event) from d14 (no problem detected).

Event description:
It was reported that the intrasight mobile system touchscreen monitor was cracked with sharp edges observed. There was no patient present and no user injury reported. This product problem is being reported in an abundance of caution because the touchscreen monitor has sharp edges that can result in a potential for harm.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacture¿s policy. Blocks a2-a6: no patient involvement. Blocks b6 & b7: no patient involvement. Block c: not applicable. Block d4: expiration date is not applicable. Blocks d6, d7, & d10: not applicable; no patient involvement. Blocks h3 & h6: the intrasight touchscreen monitor was not returned for evaluation, thus no returned product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.